Event description:
Invalid result(s). Customer had no lines in test window. Confirmed they applied liquid in correct window and waited 15 min.

Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Final product manufacture and qc record for cov2020125. Please see the attachment.the test results of retention samples from cov2020125 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer had no lines in test window. Confirmed they applied liquid in correct window and waited 15 min.